Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on an unknown date. The customer's blood glucose level at the time of incident was unknown mg/dl. The customer was treated with manual injection or insulin pen and intravenous insulin infusion for high blood glucose. Customer was placed into an emergency room. Customer's current blood glucose value was 545 mg/dl. The customer experienced symptoms related to high blood glucose like nausea. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode feature at the time of incident. The customer also alleged that the insulin pump was under delivering. The insulin pump will not be returned for analysis.